Event description:
The customer reported this right ventricular (rv) lead had exhibited higher than normal thresholds; the sales representative was able to capture at 6.5v @ 1ms with this rv lead. This rv lead was explanted (capped) and replaced with a new rv lead; the pt suffered no adverse effects.

Manufacturer narrative:
The lead was explanted (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.